Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited no pacing or sensing function. An x-ray revealed a proximal conductor fracture. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse pt effects were reported.